Event description:
While servicing the device, review of the ventilator diagnostic history noted a previous crossover circuit fault during preoperational use testing. The customer did not report the finding during any previous usage. There was no patient involvement and no patient harm reported. Failure of the crossover solenoid as noted may result in a volume or pressure loss during use in normal ventilation operation. The manufacturers field service engineer did not duplicate the finding during extended self testing and applicable device testing. Final testing passed per operating specifications.